Event description:
The manufacturer received information alleging a ventilator service required error had occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the third-party service center for this issue. During the evaluation it was noted that an error code, vli ion failure (e-199), was observed on the device's error log. The third-party service technician evaluated and determined the blower motor assembly had led to the error code to occur on the device. In conclusion, the device's blower motor assembly was replaced to address the issue. The root cause is confirmed at this time.